Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed visual inspection and found transfer guard needle bent at 90 degree angle. Unable to perform a pre-fill test due to said condition. Unable to confirm if the customer received the transfer guard needle bent due to the product being opened and used.

Event description:
The customer stated that the reservoir has no vacuum. The customer was treated with bolus. The blood glucose reading was 327 mg/dl. After treatment with bolus, the blood glucose level came down to 247 mg/dl. No further information was provided.